Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery. This product is not expected to be returned. If the product is returned, analysis would be performed and this report would be updated at that time. Corrected field: b1 (adverse event/product problem) the selection was corrected to "adverse event" as this lead was not related to any problem other than the perforation.

Event description:
It was reported that this right ventricular (rv) lead was surgically explanted and replaced due to a heart wall perforation. The patient experienced chest pain and shortness of breath due to this injury. This issue was confirmed using fluoroscopy and is not expected that this lead returns as hospital kept it. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). This product is not expected to be returned. If the product is returned, analysis would be performed and this report would be updated at that time.

Event description:
It was reported that this right ventricular (rv) lead was surgically explanted and replaced due to a heart wall perforation. The patient experienced chest pain and shortness of breath due to this injury. This issue was confirmed using fluoroscopy and is not expected that this lead returns as hospital kept it. No additional adverse patient effects were reported.